Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient found the needle mechanism had not deployed as intended. The patient reported that the needle mechanism "failed to outset" and did not insert into their skin, however they also reported that the cannula was sticking out and looked fine when they removed the pod. The pink slide status was not reported. No impact to the patient's glucose level was reported. The pod was worn an unspecified amount of time on the back of the arm. As treatment, the patient placed a new pod.